Event description:
The customer complained of a questionable inr result for 1 patient from coaguchek xs serial number (B)(4) compared to the laboratory result. At 10:30 am the result from the meter with a fingerstick was 6.7 inr. At 11:44 am the result from the laboratory with venous blood was 4.8 inr. The laboratory reagent was stago neoplastine plus. There was no adverse event. The patient's condition was "stable". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The qc was acceptable. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.3 inr , qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0%. The results alleged by the customer were not observed in the meter¿s patient result memory and the time,date of the meter was set incorrectly.